Event description:
Philips received a complaint on the v60 ventilator indicating that, when turned on, the device produced a weird noise and the blower was going to maximum rpm and would not stop. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) spoke with the customer who communicated the blower issue. The rse stated that they were ordering parts for a field service engineer (fse) to use in troubleshooting the issue at the customer site. This investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
On (B)(6) 2025, an fse went to the customer site to evaluate the device. A performance verification test (pvt) was completed without any anomalies being observed by the fse. The pvt was passed without issue. The error log was checked by the fse and no issues related to internal hardware or software failures were found. The fse observed that a patient circuit occlusion diagnostic code was logged, but this alarm does not inherently indicative of a device failure, as it is an alarm that is meant to occur when required. As no issue was observed by the fse when running the device, and no blower issue was observed when reviewing the logs, it is concluded that there is no problem found with the device. The fse returned the device back to the customer without part replacement, fully functional and ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.